Event description:
Additional information received reported that the cause of the event were deteriorated electrodes; pain recurrence was a sign/symptom associated with the event. An impedance measurement during an operating-room interrogation indicated an elevation in values. The entire was removed on (B)(6) 2012 and replaced on (B)(6) 2012. An x-ray was taken on both dates. The patient was hospitalized and recovered without sequelae.

Event description:
It was reported the implantable neurostimulator (ins) was to be explanted due to an overdischarge. Additional information received reported the ins was close to end of life, but the patient had stopped using stimulation for several months and did not continue to charge the ins. The patient stopped using the stimulation because of shocking episodes. Intraoperatively, it was discovered that one of the leads were fractured. It was the decision of the physician to remove the entire system and replace it at a later time with a surgical paddle lead versus percutaneous leads. The patient was scheduled to be implanted with a new stimulation system on (B)(6) 2012. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger product ID 37742 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3708240 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product typ extension product ID 3487a-33 lot# j0107941v serial# implanted: 2001-(B)(6) explanted: product typ lead product ID 3487a lot# j0015995v serial# implanted: 2001-(B)(6) explanted: product typ lead. (B)(4).

Manufacturer narrative:
(B)(4).